Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and the haptic broke while advancing. The lens was not implanted and there was no patient contact. The model and lot numbers of the injector and cartridge were not specified by the facility.